Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed heater bag tempurature testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An internal/external inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the device failed returned instrument testing evaluation (rite) functional test due to failed heater bag temperature out of range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The cause of the condition could not be determined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.